Event description:
It was reported that the fractured right atrial (ra) lead impedance measurements were out of range high, which triggered a lead integrity alert (lia). The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: 6949 implantable tachy lead 2007 (B)(6); (B)(4) implantable cardioverter defibrillator 2012 (B)(6). (B)(4).